Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted,: the physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath; the bypass tube would bounce back out. A second 18f ce manta was opened, and again the physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The physician held the bypass tube and continued to try to close the manta closure device and sheath several times.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the physician used a manta 18f device for the closure of a puncture site of the femoral artery following a tavi procedure. While using the manta closure device, the physician inserted the device into the manta sheath hemostatic valve. It did not go in but bounced out again. The physician held the bypass tube and tried to close the manta device and manta sheath several times. It was bleeding from the manta sheath the whole time. The physician changed to another manta device (with same lot number) but had the same problem. The physician changed to a new manta device with a different lot number, (but not a new manta sheath), and it worked. There was no harm to the patient. There was no injury to the patient and no other closure systems were needed. Associated to: MDR 3010252479-2021-00161 manta.